Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "we have observed samples that have an elevated protein concentration. The separating gel is sitting at the top of the entire sample not above the cells. This is causing issues as the automated track system will present this centrifuged sample to the analyzers and the sample probe gets gel contaminated which affects subsequent sample testing."

Manufacturer narrative:
H.6 investigation summary material #: 367373 lot/batch #: 1151221 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated and poor barrier separation was not observed. 4 retained samples from the same lot number were, therefore, drawn with horse blood. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. No poor barrier was observed, all samples separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The reported barrier issue in patients with elevated protein/protein disorder issues is expected with gel movement as reported. Gel separator tubes should not be used in these patients. This complaint has been confirmed for poor barrier separation based on the photos provided. All retention samples tested performed as expected. Bd was unable to determine root cause based on the testing performed, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "we have observed samples that have an elevated protein concentration. The separating gel is sitting at the top of the entire sample not above the cells. This is causing issues as the automated track system will present this centrifuged sample to the analyzers and the sample probe gets gel contaminated which affects subsequent sample testing."